Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Through follow-up communication livanova learned that the procedure could be completed by connecting an external oxygen bottle. The affected device was requested back to the manufacturer site for investigation. Results confirmed the reported issue and revealed that the issue was caused by a defective co2 measuring bridge. The output voltage of the sensor was found to be out of specifications. The part will be replaced. Also the cables harness for air/o2/co2 will be replaced as precaution.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was giving an error code associated to a discrepancy between the actual and the set values for gas output during procedure. There was no report of patient injury.